Event description:
A manufacturer representative reported that on (B)(6) 2016 a consumer was involved with the policy and they "jerked" her and that caused the consumer to have a different sensation. She mostly felt burning in her neck and she had migraines. She had the system for pain coverage for her neck and shoulder. The representative met with the consumer and reprogrammed the device. She felt much better after the reprogramming and the burning sensation was gone. Impedance was 586-786 ohms using 0 as reference. Indication for use included spinal pain and cervical radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.